Manufacturer narrative:
The internal investigation for secore locus a sequencing kit (catalog# 5300025) is on-going as of 10/15/2013 and additional information will be submitted in the supplemental report.

Event description:
A customer at the (B)(6) filed a complaint with (B)(4). The customer reported seeing high background in results when using secore locus a sequencing kit - single amplification system (catalog# 5311025d). High background would give the customer a no type result. Customer complaint # (B)(4).